Event description:
The customer sent the pump to a covidien service center as a back to stock unit. Upon triage, a service technician found that the 115 vac copper wires are exposed and is an electrical safety hazard.

Manufacturer narrative:
Submit date: 11/06/2013. One scd express compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The cost of repair/refurbishing the unit exceeded business expectations. Therefore, the unit was destroyed. The scd express was manufactured in 2008. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.